Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple pause episodes due to undersensing were observed. Programming changes were made, and the device will continue to be monitored. Device remains implanted. The patient was stable.